Event description:
A diabetic patient went to the emergency room for tia's. At the ER, the patient was found to be hyperglycemic and was given 6 units of regular insulin. Prior to the incident the suspect device was reported to have read in the upper 100's. The customer claims that these results were inaccurate and that she had adjusted her insulin based on the results.

Manufacturer narrative:
Standard disclaimer on file.